Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose (bg) was 39-59 mg/dl. Customer tried to address the low bg by consuming carbohydrates. Reportedly the customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline. Treatment resolved the issue and there was no permanent damage. Tandem technical support (tts) educated the customer to not be connected to the pump during the fill tubing process. (Tts) performed a system check and the pump is functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain the release date from the hospital; however, no response was received.

Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.